Event description:
The patient was enrolled in the champion af clinical trial on (B)(6) 2022 with patient identifier (B)(6). It was reported that right ulnar arterial thromboembolism occurred. Prior to the index procedure, rivaroxaban (20 mg) was administered. On (B)(6) 2022, the patient underwent successful placement of a 20 mm watchman flx device with deployed device diameter of 16 mm with a complete seal. On the same day, the patient was discharged on rivaroxaban (20 mg). On (B)(6) 2022, 103 days post implant procedure, the patient presented to the emergency department (ed) with complaints of right upper arm numbness, weakness, and sudden onset of pain. The patient stated that it started on her anterior arm but just above her elbow and radiated down into her wrist, and noted some discoloration and difficulty moving her arm at that point. Upon arrival to the ed, the weakness resolved but she still had pain in the right elbow and bicep. There was some stuttering speech during this event, that also resolved. On the same day, review of systems (ros) revealed right forearm, upper arm pain and right-hand weakness. Physical examination revealed tachycardia, however, no other abnormalities were noted. On the same day, computerized tomography (CT) brain scan without contrast revealed no intracranial hemorrhage or early sign of acute cortical ischemia and chronic right middle cerebral artery (mca) ischemia, and moderate chronic microvascular ischemia was noted. On the same day, catheter directed thrombolysis (cdt) of chest (2 views) revealed no active disease. On the same day, upper extremity doppler unilat venous and atrial ultrasound was performed which revealed thrombosis in the mid right brachial vein and a partially occlusive thrombus in the proximal ulnar artery and ostium of the interosseous artery along with occlusive thrombus in the distal ulnar artery/proximal palmar arch. Subsequently, the patient was diagnosed with unrelated to the watchman acute right upper extremity deep vein thrombosis (dvt) of brachial vein and possible related right ulnar arterial thromboembolism, however, no chest pain/ hypoxia and atherosclerosis were noted. On the same day, the patient was hospitalized for further evaluation and treatment. At the time of event, the patient was on aspirin (81 mg) and apixaban (20 mg). In response to the dvt, the patient was started on lovenox (120 mg, subcutaneously for every 12 hours), one dose of enoxaparin and heparin drip. The right ulnar arterial thromboembolism was classified as systemic embolism. On (B)(6) 2022, the patient continued to endorse pain around the base of her right thumb and also had blue fingertips. On (B)(6) 2022, review of systems (ros) revealed, some dyspnea on exertion. However, no paroxysmal nocturnal dyspnea (pnd) and orthopnea was noted. On (B)(6) 2022, physical examination revealed tenderness and cyanosis to right 2nd and 4th fingers. Fingertips of right 2nd and 4th fingers were cold to touch. On (B)(6) 2022, upper extremity computed tomography angiography (cta) revealed partially occlusive thrombus in the proximal ulnar artery and ostium of the interosseous artery and occlusive thrombus in the distal ulnar artery/proximal palmar arch. On the same day apixaban (20 mg) was stopped in response to the event. Apixaban was suspended on (B)(6) 2022, however apixaban was initially stopped on (B)(6) 2022. On (B)(6) 2022, physical examination revealed the patient was alert and oriented with equal strength in all extremities. Right hand digits were normal color and nontender. On the same day, transesophageal echocardiogram (tee) revealed left ventricular ejection fraction of 58% with complete left atrial appendage seal and there was no evidence of thrombus on the atrial facing surface of the watchman flx device, thrombus in the left atrium, pericardial effusion and atrial septal shunt were noted. Of note, as per previous tee, the patient had a significant amount of atherosclerosis in the aorta, which can certainly also be the cause of thromboembolic events, especially in the setting of severely uncontrolled diabetes and other comorbidities. On the same day, computed tomography angiography (cta) of the upper extremity demonstrated a partially occlusive thrombus in the proximal ulnar artery and ostium of the intraosseous artery, occlusive thrombus in the distal ulnar artery and proximal palmar artery. Deep vein thrombosis (dvt) study of the upper extremity also demonstrated a thrombus in the mid brachial vein unrelated to the watchman device. On (B)(6) 2022, no acute events were noted overnight, and the patient tolerated heparin drip. However, the patient had cyanosis and pain in her fingers which have been fluctuating. On (B)(6) 2022, open thrombectomy of the right ulnar artery was performed in response to the event . Clots were removed and good forward and back flow was confirmed. On (B)(6) 2022, upper extremities had excellent right arm radial pulse, digits of the 2 fingers that had previously demonstrated ischemia show minimal discoloration but have capillary refill. Improved cyanosis in 4th right fingertip, still with cyanosis and coolness to 2nd right fingertip. The patient also reported pain in her palm and radial side of dorsum. On (B)(6) 2022, the patient was discharged home with 7 days course of nitroglycerin, apixaban (10mg) and aspirin (81mg). The patient was advised to follow-up closely. At the time of reporting, the outcome of the right ulnar arterial thromboembolism and unrelated dvt was considered to be ongoing.

Event description:
The patient was enrolled in the champion af clinical trial on (B)(6) 2022 with patient identifier (B)(6). It was reported that right ulnar arterial thromboembolism occurred. Prior to the index procedure, rivaroxaban (20 mg) was administered. On (B)(6) 2022, the patient underwent successful placement of a 20 mm watchman flx device with deployed device diameter of 16 mm with a complete seal. On the same day, the patient was discharged on rivaroxaban (20 mg). On (B)(6) 2022, 103 days post implant procedure, the patient presented to the emergency department (ed) with complaints of right upper arm numbness, weakness, and sudden onset of pain. The patient stated that it started on her anterior arm but just above her elbow and radiated down into her wrist, and noted some discoloration and difficulty moving her arm at that point. Upon arrival to the ed, the weakness resolved but she still had pain in the right elbow and bicep. There was some stuttering speech during this event, that also resolved. On the same day, review of systems (ros) revealed right forearm, upper arm pain and right-hand weakness. Physical examination revealed tachycardia, however, no other abnormalities were noted. On the same day, computerized tomography (CT) brain scan without contrast revealed no intracranial hemorrhage or early sign of acute cortical ischemia and chronic right middle cerebral artery (mca) ischemia, and moderate chronic microvascular ischemia was noted. On the same day, catheter directed thrombolysis (cdt) of chest (2 views) revealed no active disease. On the same day, upper extremity doppler unilat venous and atrial ultrasound was performed which revealed thrombosis in the mid right brachial vein and a partially occlusive thrombus in the proximal ulnar artery and ostium of the interosseous artery along with occlusive thrombus in the distal ulnar artery/proximal palmar arch. Subsequently, the patient was diagnosed with unrelated to the watchman acute right upper extremity deep vein thrombosis (dvt) of brachial vein and possible related right ulnar arterial thromboembolism, however, no chest pain/ hypoxia and atherosclerosis were noted. On the same day, the patient was hospitalized for further evaluation and treatment. At the time of event, the patient was on aspirin (81 mg) and apixaban (20 mg). In response to the dvt, the patient was started on lovenox (120 mg, subcutaneously for every 12 hours), one dose of enoxaparin and heparin drip. The right ulnar arterial thromboembolism was classified as systemic embolism. On (B)(6) 2022, the patient continued to endorse pain around the base of her right thumb and also had blue fingertips. On (B)(6) 2022, review of systems (ros) revealed, some dyspnea on exertion. However, no paroxysmal nocturnal dyspnea (pnd) and orthopnea was noted. On (B)(6)2022, physical examination revealed tenderness and cyanosis to right 2nd and 4th fingers. Fingertips of right 2nd and 4th fingers were cold to touch. On (B)(6) 2022, upper extremity computed tomography angiography (cta) revealed partially occlusive thrombus in the proximal ulnar artery and ostium of the interosseous artery and occlusive thrombus in the distal ulnar artery/proximal palmar arch. On the same day apixaban (20 mg) was stopped in response to the event. Apixaban was suspended on (B)(6) 2022, however apixaban was initially stopped on (B)(6) 2022. On (B)(6) 2022, physical examination revealed the patient was alert and oriented with equal strength in all extremities. Right hand digits were normal color and nontender. On the same day, transesophageal echocardiogram (tee) revealed left ventricular ejection fraction of 58% with complete left atrial appendage seal and there was no evidence of thrombus on the atrial facing surface of the watchman flx device, thrombus in the left atrium, pericardial effusion and atrial septal shunt were noted. Of note, as per previous tee, the patient had a significant amount of atherosclerosis in the aorta, which can certainly also be the cause of thromboembolic events, especially in the setting of severely uncontrolled diabetes and other comorbidities. On the same day, computed tomography angiography (cta) of the upper extremity demonstrated a partially occlusive thrombus in the proximal ulnar artery and ostium of the intraosseous artery, occlusive thrombus in the distal ulnar artery and proximal palmar artery. Deep vein thrombosis (dvt) study of the upper extremity also demonstrated a thrombus in the mid brachial vein unrelated to the watchman device. On (B)(6) 2022, no acute events were noted overnight, and the patient tolerated heparin drip. However, the patient had cyanosis and pain in her fingers which have been fluctuating. On (B)(6) 2022, open thrombectomy of the right ulnar artery was performed in response to the event . Clots were removed and good forward and back flow was confirmed. On (B)(6) 2022, upper extremities had excellent right arm radial pulse, digits of the 2 fingers that had previously demonstrated ischemia show minimal discoloration but have capillary refill. Improved cyanosis in 4th right fingertip, still with cyanosis and coolness to 2nd right fingertip. The patient also reported pain in her palm and radial side of dorsum. On (B)(6) 2022, the patient was discharged home with 7 days course of nitroglycerin, apixaban (10mg) and aspirin (81mg). The patient was advised to follow-up closely. At the time of reporting, the outcome of the right ulnar arterial thromboembolism and unrelated dvt was considered to be ongoing. It was further reported that on (B)(6) 2022, the last dose of apixaban (10mg) was given to subject and medication was suspended. On (B)(6) 2022, during physical examination revealed subject was alert and oriented with equal strength in all extremities. Right hand digits were normal color and nontender. Heparin drip (1000 iu) was started. On (B)(6) 2022, open thrombectomy of the right ulnar artery was performed in response to the thrombus. Clots were removed and good forward and back flow was confirmed. Arteriotomy was closed with 2 interrupted 7-0 sutures. The subject tolerated the procedure well and was taken back to the recovery unit after extubating. On (B)(6) 2022, the subject was discharged home with 7 days course of nitroglycerin, apixaban (20mg) and aspirin (81mg). The subject was advised to follow-up closely. On (B)(6) 2022, subject presented to hospital for follow up visit as recommended. Subject was doing well since discharge and no ischemic pain or symptoms were noted. Physical examination results were unremarkable. In (B)(6) 2022, aspirin (81mg) was stopped. On (B)(6) 2023, the subject presented for the 12-month follow up visit, and the subject was noted to be asymptomatic and feeling well and no additional imaging was required. On the same day, the thrombosis was considered to be resolved.

Manufacturer narrative:
B5: describe event or problem: updated. B6: relevant tests/laboratory data: updated.